Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the user experienced a blood glucose (bg) level in the 350's (mg/dl). Reportedly, the user felt that the pump was not giving them insulin. The user addressed the bg level with a manual injection. It was confirmed that the user had an alternate method of insulin delivery available.